Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got no electrode as well as wasted sensor. The customer¿s blood glucose level was 16mmol/l at the time of incident. Troubleshooting was not performed. The product will be returned for the analysis.